Manufacturer narrative:
(B)(4). Patient medications: amlodipine 10mg; aspirin 81mg; calcitriol 0.25mcg; clopidogrel 75mg; digoxin 125mcg; diphenoxylate-atropine 2.5-0.025mg; ferrous sulfate 325mg; furosemide 20mg; loperamide hcl 2mg; metoprolol tartrate 50mg; plavix 75mg; and pravastatin sodium 20mg. (B)(4).

Event description:
On (B)(6) 2003, the patient was implanted with gore® excluder® aaa endoprostheses and originally treated successfully for an infrarenal abdominal aortic aneurysm. It was reported that on (B)(6) 2018, the patient was admitted to the hospital and required a reintervention, due to disease progression in the proximal aortic neck. The original main body (pct261418/ 030700904 device) was now seen to be 2-3cm below the renal arteries via intra-operative aortic angiogram, and a type 1 proximal endoleak was present. The physician decided to use three aortic extender endoprostheses to repair the endoleak. The following devices were used to extend from the main body position to the renal arteries: (pla280300 l/s#: 17397102; pla320400 l/s#: 16584537 and pla320400 l/s#: 16584358). The reintervention procedure went well and the patient tolerated the procedure. The endoleak was resolved at conclusion of procedure.

Manufacturer narrative:
(B)(4) -a review of the manufacturing records for the device verified that the lot met all pre-release specifications. (B)(4) -the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.